Event description:
It was reported, during ptca/stent procedure, that the catheter engaged the rca. The stent delivery system and a guide wire were loaded and advanced together. Severe resistance was encountered and neither device could pass through the end of the catheter. The entire system was removed as a whole. After removal from the pt, an attempt was made to push the stent delivery system through the catheter against the resistance. Upon exiting the distal end of the catheter, there appeared to be a peice of orange material covering the stent. There was no pt injury reported.